Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. The customer reported that the center button had a crack through the middle of it and there is another crack from the top to the bottom of the battery compartment and pump clock gains time and has to be corrected every month and pump beeps are harder to hear now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.